Event description:
It was reported via repair work order that the nurse call docker cable connector was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.